Event description:
It was reported about an arthro-pierce 35° up that, during a rotator cuff repair surgery, while perforating the cuff tear in order to grasp the suture anchor, the device broke. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 7209499 refurb arthropierce 35 degree up device used for treatment was not returned for evaluation. This is a reusable instrument that had been previously refurbished. Proper use of device per instructions for use states the device should have periodic maintenance to care for articulating components, distal tip and proper scissor action function components. ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects¿. Complaint history review was unattainable without a valid lot number and product code provided although query using entire arthropierce family indicated similar allegations. Batch review was unattainable without a valid lot number provided. Further investigation is not warranted at this time.